Event description:
Additional information received indicated the right atrial (ra) lead also had high capture thresholds. The patient was asymptomatic. The physician attempted to replace the ra lead but found it difficult due to the patient's anatomy. The ra lead was left in place and active, and the patient will continue to be monitored. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) was over-sensing noise causing inappropriate automatic mode switch (ams) episodes, and also had high pacing impedance. The patient was asymptomatic. Further information was requested but not received.